Event description:
It was reported that during a da vinci assisted mitral valve repair surgical procedure, the fenestrated bipolar forceps instrument had a rupture of the steel cable at the tip of the instrument. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument cable broke. The issue was identified after procedure had been completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and failure analysis found the primary failure of instrument cable crimp dislodged to be related to the customer reported complaint. The instrument was found to have a dislodged cable crimp. The instrument grip cable crimp was dislodged from the bipolar yaw pulley. An additional observation not related to the customer reported complaint was also identified: the fenestrated bipolar forceps instrument was found to have a broken conductor wire at distal yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken bipolar yaw pulley. Broken pieces are missing as a result of breakage. The size of the missing pieces are approximately 0.092¿ x 0.113¿ and 0.057" x 0.189". The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.